Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result generated by the unicel dxi 800 access immunoassay system for a single patient sample. The initial accu tni result of 0.65ng/ml was reported out of the lab. The sample was re-tested and repeated result was 0.02ng/ml. It is unknown if patient treatment was affected as a result of this event.

Manufacturer narrative:
Qc was within specifications before and after event. The specimen was collected in a lithium heparin tube with gel and was centrifuged at 3,300 rpm for 10 minutes. A field service engineer (fse) was dispatched: the fse had the customer perform a system check which passed. The fse replaced: duckbill, peri-tubing, and probes. The fse cleaned wash carousel which had debris in the wells. The fse cleaned module and realigned aspirate and dispense plates. The fse adjusted drift correction factor. The fse performed a diagnostic and qc testing, and results were within specifications. In the follow-up with the customer on (B) (6) 2008, the fse had the customer to run low cardiac qc on all 4 pipettors and the results met specifications. The instrument to be operating within specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.